Event description:
Customer did back to back testing using the compact system compared to a professional meter with results of 89 mg/dl on his meter and 30 mg/dl on the professional meter. No treatment was received based on the meter result. No control information was provided. A request was made for return of the suspect product and a replacement was sent.